Event description:
Patient was undergoing routine kyphoplasty at lumbar #1 spine. The physician operator did not achieve pressure in the balloon. He removed it from the patient and identified that there was a pinhole along the side of the catheter. Placed a different balloon and completed procedure without incident, complication, or anything untoward occurring. There was no harm to the patient. This event was disclosed to the patient and documented in the procedural report. The device has been put aside for return to the manufacturer. Md contacted company representative. Manufacturer response for kyphoplasty balloon, medtronic kyphon balloon kyphoplasty express 15 mm kit cement delivery system (per site reporter): the physician operator has been in contact with medtronic.